Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-07516 / 07519).

Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2012 and that a subsequent revision procedure was performed on (B)(6) 2014 due to pain. Patient alleged that the screws were noted to have backed out and the acetabular cup was noted to be loose during the revision procedure. Patient further alleged that masses were noted near the trochanter that the modular head and acetabular cup were removed. A review of invoice history confirmed both surgery dates; however, invoice history for the revision procedure on (B)(6) 2014 could only confirm that the modular head was removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.